Manufacturer narrative:
The certas valve was not returned for evaluation (remains implanted) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported a certas valve was implanted in the patient due to subarachnoid hemorrhage (sah) via lumbar peritoneal shunt on (B)(6) 2021 with setting 7. The valve was used with the silascon lumbar catheter (manufactured by (B)(4). The set pressure was set to setting 7, but when confirmed by etk, it was displayed as 5. No particular symptoms were reported but there was a possibility of valve reversal. The patient will be in follow-up until it is determined that the set pressure needs to be changed.